Event description:
It was reported that the customer received a failed battery test alarm on the insulin pump even after using a replacement battery cap. The customer's blood glucose was 8.5 mmol/l. The customer cleared the alarm, removed the battery and cleaned the contacts. Advised that a replacement insulin pump would be sent. Asked customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube and tube lip and minor scratches on the display window.